Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump alarm. Customer's blood glucose value was 168 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm, problem isolated to the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Unable to download pump history due to immediate critical pump error alarm during download attempt.